Event description:
A malfunction alarm was reported with the code malf 16. There was no reported impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.